Event description:
It was reported the patient had a revision surgery. The stimulator was implanted more in the upper back than previously and resulted in pain. The patient was prescribed pain medication. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the surgery occurred after a car accident. The stimulator had been stabbing the patient in the muscle because it came out of the pocket.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va02r42, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).